Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A consumer reported undergoing a re-treatment on the left eye. It was discovered epithelial cells had migrated under the flap and embedded underneath the interface and the stromal bed. The reporter stated there was migration into the visual axis and an irrigation was performed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).